Manufacturer narrative:
The fenestrated bipolar forceps instrument was transferred to the failure analysis engineer (fae). Fae was able to confirm and reproduce the customer reported complaint. The instrument was found to have thermal damage on one of the two bipolar yaw pulleys. Damage was located at the base of the grip, on the outer surface of the yaw pulley. As a result of the damage, a section of the active electrode (grip) was not exposed. No other damage was observed to the distal end of the instrument. The instrument passed the electrical continuity test. The instrument has 11 remaining uses out of 14. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument was analyzed and found that failure analysis investigations replicated and confirmed the customer reported complaint " functional part is damaged ". Failure analysis found the primary failure of thermal damage at yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument functional part was damaged. There was no report of patient involvement.